Manufacturer narrative:
Conclusion: device investigation revealed a damage to the conductive link, likely caused by minute device mobility. In addition suboptimal placement of the fmt in the round-window niche was reported by the surgeon which may have negatively contributed to the "strange noise" hearing impression reported by the patient. The problems described in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The patient experienced hearing noise when turning the head.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient experienced hearing noise when turning the head. The patient was re-implanted on (B)(6) 2016 with a new middle ear implant.